Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lower extremity runoff procedure, the crosscath support catheter was being utilized with a stiff straight 0.035 inch diameter roadrunner uniglide wire guide. The wire guide perforated the side of the distal tip of the catheter in the last couple centimeters. The perforation occurred while device was being used in a straight portion of the patient's superficial femoral artery (sfa). The initial reporter stated that the perforation could have been due to the possible utilization of another manufacturer's mismatched guide wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device as well as a photographic inspection were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photograph of the complaint device was received. From the picture, the wire guide can be seen protruding from the catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.